Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the device shows nicks and gouges to the liner spherical surfaces, rim, and face. Deformation from use. No other damage was noted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: unknown sleeve, lot: unk; part: unk ceramic head, lot: 2066562. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03840.

Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and no further information has been provided.